Manufacturer narrative:
H10: the actual devices were discarded; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no leak was observed on both samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port that connects administration tubing. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 5114702 for this event. Should additional relevant information become available, a supplemental report will be submitted.